Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak could not be confirmed. The product returned for evaluation was one 19g safestep infusion set without y-site. A gross visual inspection of the returned unit found no damage or defects to the components. The unit was leak tested by flushing both the proximal luer with water using a luer lock syringe. During testing no leaks were observed. Based on the available evidence, the reported defect could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported port needle powerloc max leaking. After the port puncture, during the blood aspiration, air was drawn in. The patient had to be poked a 2nd time, but fortunately further damage was avoided by the attention of the colleague.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.